Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a cut electrode dislodged from its original location. The cut electrode was hanging out the jaws. There were pieces missing and not returned. The missing pieces measuring approximately 0.0800" x 0.0420". The complaint regarding the instrument stopped working was confirmed by failure analysis. The probable root cause of the reported complaint can be attributed to the product susceptibility to damage due to unintended/unexpected external forces. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the synchroseal instrument stopped working mid case. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.